Manufacturer narrative:
The customer replaced the user interface (ui) assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a line going through the display. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a line going through the display. The customer requested the part number of the user interface (ui) assembly from the remote service engineer (rse). The customer ordered a ui assembly. This investigation is ongoing.